Event description:
The service repair tech reported that during routine testing of the device at the service center, the main bearing is leaking oil. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This issue was confirmed by the service repair tech. This is a known issue of the generation one bearing. The unit was repaired and was returned to clinical use. No add'l action will be taken at this time.